Manufacturer narrative:
The reported issue of dim segments on led display was confirmed on 2 out of 2 returned boards. Inspection: the customer returned 2 lvp display board assemblies in individual esd bags. The serial numbers were written on each esd bag suspected to be from the lvps from which they were removed. Visual inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The customer returned 2 out of 2 reported lvp display board assemblies. Testing: the returned display boards were tested using a test fixture attached to a cad pcu. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Manufacturing issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that allegedly the display segment was dim for two large volume pump modules, and therefore will be replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the display segment was dim for two large volume pump modules, and therefore will be replaced. There was no reported patient involvement.